Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation broke off of the hemopro jaw tip and fell into the patient. The insulation was removed through the original incision by using the hemopro device. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that half of the silicone boot on the cold jaw had torn and was dislodged. The dislodged piece was not returned. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).